Manufacturer narrative:
(B)(4). Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while on bypass, it may require subsequent re-intervention. Based on the information received the root cause of the event remains indeterminable; however, operational technique may have contributed to the event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted twelve (12) days, was explanted due to unknown reasons. The explanted device was replaced with another 27mm bioprosthetic mitral valve. No further information was provided.

Event description:
Edwards received information that a 27mm pericardial mitral valve, implanted twelve (12) days, was explanted due to severe mitral regurgitation. The surgeon noted that one of the sutures from the aortic side had captured the outside of the anterior-most strut of the valve and this distorted the valve enough to cause the regurgitation. The suture was cut and the mitral valve was removed. The patient¿s tissues were noted to be softer than normal and somewhat friable after the first surgery. The surgeon indicated that the tissues were more friable now with re-do surgery. A new 27mm pericardial valve was then implanted and then explanted due to regurgitation. Another 27mm surgical valve was then implanted.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record was reviewed and shows that this device met all manufacturing specifications for device release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve further information or device return were unsuccessful. Without additional information or device return the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.